Event description:
It was reported that balloon rupture occurred. There were 2 previously placed wallstents in the right side covering the common iliac to common femoral vein. Intravascular ultrasound (ivus) showed a stenosis at the origin of the stent at the iliocaval junction and thrombus throughout both stents. Subsequently, a 16-6/5.8/75 xxl esophageal balloon catheter was advanced for dilatation at the right iliocaval junction for opening up the stent. However, on the first inflation at 2 atmospheres the balloon was ruptured. The balloon was removed and another 16-6/5.8/75 xxl esophageal balloon catheter was used to balloon the common iliac and the first half of the external. After dilatation, the balloon was removed and a 14-6/5.8/75 xxl vascular balloon catheter was advanced to dilate the external to common femoral segment but during the first inflation at 3 atmospheres, the balloon ruptured. A second 14-6/5.8/75 xxl vascular balloon catheter was used to complete the procedure. No patient complications were reported.